Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the implantable pulse generator (ipg) device, the patient experienced a hematoma. The pocket was evacuated and an antibiotic envelope was placed. The device remains in use. No further patient complications have been reported as a result of this event.